Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was observed on the tip of the needle on a bd plastipak" syringe before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: severity: occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7009830. Two investigations were performed. First investigation summary: customer returned loose 1cc, 12.7mm syringe. Customer states that orange fm is attached to the needle. The returned syringe was examined under the microscope and exhibited orange material on a slightly bent cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. Sample was forwarded to manufacturing (B)(4) on 02feb2018 for further review. On 06feb2018,(B)(4) received one loose 1ml, 12.7mm syringe from reported batch# 7009830. All samples were decontaminated per hstr-17 prior to being evaluated. Second investigation summary: upon evaluation by qe ah on 16feb2018, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Probable root cause for the filament (or "angel hair" as it is termed within the (B)(4) plant) is due to movement of components through the pressurized tubing system on the production floor, through a process named "pea shooting". As components move through the tubing, friction and sheering forces cause these filaments to be created and can be found within the components prior to assembly. Due to the rarity and nature of the materials, these are likely to go unnoticed and be found by the consumer during initial use of the product. Continuous improvement projects within the (B)(4) plant continue to assess this system for upgrades and/or options that would help eliminate the "angel hair" from being created. Based on the samples / photo(s) received the investigation concluded bd was able to duplicate or confirm the customers indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.